Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code (B)(6) 2009 was neither confirmed nor reproduced during product evaluation. However, quality engineering found failure code 814:09 in the event history log review and confirmed it as the determined problem. The root cause for the failure code was a faulty pump head module (phm). The phm was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:09 occurred. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.